Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system was returned to edwards lifesciences. Upon visual inspection, the balloon tear and separation were confirmed. Only the proximal end of the balloon was present, the distal tip was not returned, the balloon has missing pieces and the balloon spring/coil was elongated and stretched. The guidewire lumen was kinked (possibly due to shipping). No applicable functional testing could be performed due to the condition of the returned device (balloon tear and separation). Dimensional analysis of the single or double wall thickness were unable to be obtained due to the condition of the balloon. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the cause for the balloon burst and distal tip separation could not be confirmed, however, calcium in the native annulus is a likely contributing factor for the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Limited clinical information is available at this time. The investigation is ongoing.

Event description:
As reported by our affiliates in france, during deployment of a 26mm sapien 3 valve, the delivery system balloon ruptured at the end of the inflation. Nominal inflation volume was used. The distal part of the balloon was separated and remained at the iliac artery, despite the attempts at retrieving it. The valve was successfully implanted and was working well. The patient was discharged home and was doing well.